Manufacturer narrative:
The patient complained of moderate swelling and inflammation. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including swelling. Additionally, as a part of the informed consent process, patients are made aware of post-operative instructions. The patient acknowledged that recovery is highly individual and may vary significantly in any particular case. Additionally, the post-operative handbook discusses that swelling is common for 1-2 weeks after surgery. On (B)(6) 2017 the patient complained of mild swelling. The patient's submitted photos via email, in which he was informed by the medical staff that there was "no cause for concern." He was instructed to continue icing, wearing tubi-heal, and elevating his penis. On (B)(6) 2017 the patient submitted follow-up photos and reported that he wasn't sure if it was swelling and stated, "I can't tell if it's just extra skin because when my penis has a regular blood flow in it the excess skin pretty much goes away." The surgeon did not express concern regarding these photos and expressed that the patient was healing well. Swelling is a common and anticipated side effect of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The root cause can be attributed to expected post-surgical events in any implanted medical device within the first weeks of recovery. The patient sent photo updates as discussed in post-operative guidelines, which showed healthy healing progress, and did not concern the surgeon during review. The swelling was temporary and not prolonged or permanent as it was not reported in later weeks, as seen in email communications.

Event description:
Patient complained of moderate swelling and inflammation after the procedure.